Manufacturer narrative:
(B)(4). The device history records can¿t be reviewed as product code and valid lot information not provided. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hand surgery on (B)(6) 2020 and the suture was used. It was reported that the suture had the sign of breakage when it was about to sew in treating wounds on the hand. Another like suture was used to complete the suture. No further information is available.